Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 142 mg/dl. Customer consumed food and drank 40 grams of carbohydrates to "cover" the planned exercise. Customer also set a temporary basal rate. Customer accepted rate. During exercise, customer became weak, fell off bike, and mind was "blurry". Customer was provided a "power-rate" to drink. Customer did not know how low bg value was at this time. Customer went to the emergency room (ER); bg was 194 mg/dl upon arrival. Blood tests were performed and customer was evaluated for concussion. After 1 hour, customer left the ER with bg in range with scratches and bruises. Healthcare provider reported no device malfunctions and advised the pump be monitored when customer was exercising. Customer resumed pump therapy.